Event description:
It was reported that during a procedure the laser system displayed an error indicative of a sys malfunction. The sys was no longer able to be utilized and an olympus turis procedure was used to complete the procedure. No report of pt injury.

Manufacturer narrative:
MFR's designated svc tech was dispatched to the facility to evaluate the laser sys. The svc tech determined that the root cause of the error was due to a malfunctioning laser component which was removed and replaced. The svc was completed and the laser was released to the customer for use.